Event description:
It was reported that the day after a scheduled pacemaker system implant, this right atrial (ra) lead was found to have perforated the cardiac tissue. Fluid was observed on an echocardiogram; therefore, the patient was returned to the catheterization laboratory and a pericardial drain was performed. After the procedure, it was confirmed that this device system was functioning appropriately. No additional adverse patient effects were reported. At this time, this lead remains in service.